Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 164 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The unit passed displacement test, rewind and basic occlusion test. No motor error noted during testing. Unit was unable to prime during prime a33 test due to faulty connector. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Unit received with missing endcap sticker, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.